Manufacturer narrative:
Submit date: 5/2/17. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
The customer reports that the gauze inside the pack is frayed and when staff attempt to use it, it leaves pieces behind.